Event description:
During a stenting procedure in the left iliac artery, the stent deployed partially, but could not be deployed fully. The target vessel had no calcification. The physician attempted to remove the sds, along with the partially deployed stent. During attempted withdrawal, the deployed end of the stent caught on the sheath, but the physician pulled the sds out, leaving the stent partially inside the sheath, and partially inside the pt's vessel. The sheath was then pulled out of the pt through the access site, pulling the stent out along with it. No pt injury or access site complications from the removal were reported. The procedure was successfully completed with an competitor balloon-expandable stent product.